Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a loose speaker and audio was lower than expected. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'distorted speaker' which was reproduced during evaluation. The cause was determined to be a loose speaker and audio was lower than expected. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a quiet speaker. There was no patient involvement. No additional information is available.